Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg), the patient developed a low heart rate and there was no capture or pacing spikes noted on electrocardiogram monitor. A chest x-ray showed that both pacing leads had dislodged. The ipg was reprogrammed to a no pacing mode to compensate. The following day the right atrial (ra) lead was repositioned and the right ventricular (rv) lead was removed and replaced. No further patient complications have been reported as a result of this event.